Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery fully depleted from 40% and shut off. The pump was connected to a power source and was able to be turned back on. Customer reported blood glucose level was 260 (mg/dl). A bolus via the pump was delivered to address bg level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.